Event description:
A female with a history of sick sinus syndrome, status post dddr pacemaker implantation which was done several yrs ago with implantation of an av sequential pacemaker. Upon recent interrogation it was found to have atrial and ventricular leads malfunction with suboptimal pacing and sensing thresholds. A new pacemaker system was implanted.